Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire in its advancer for evaluation. Signs of use were observed on the returned components. The customer was contacted to confirm that the sample was handled by bloody gloves in the clinical room. There was a kink on the advancer tubing. The guide wire was observed to have two kinks towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 470mm and 664mm from the proximal tip. An offset coil was measured at 468mm from the proximal tip. The overall length of the guide wire measured 686mm which is within the specification of 678-688mm per guide wire product drawing. The outer diameter of the guide wire measured 0.847mm which is within the specification of 0.838mm-0.877mm per guide wire product drawing. Functional testing was performed per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle. Resistance was met at the 470mm kink; however, the undamaged portions of the guide wire passed through all components with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. Manufacturing stated that operators are responsible for discarding deformed tubes prior to swg assembling and there is no interaction between the swg and other kit components. They are under the impression that the defect occurred during nonstandard manipulation after the finished good has been shipped from the packaging plant. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The report that the spring wire guide was kinked was confirmed through examination of the returned sample. Two kinks were observed on the guide wire body as well as one kink on the swg assembly. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Manufacturing stated that operators discard deformed tubes prior to assembling the swg and there is no interaction between the swg and other kit components. It is possible the defect occurred during nonstandard manipulation after the product has been shipped from the packaging site. Therefore, it cannot be confirmed when the guide wire was damaged. Based on the information provided and without the tray/other components returned for analysis, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.